Event description:
Device 1 of 3 reference MFR report: 1627487-2015-15112. Reference MFR report: 1627487-2015-15113. It was reported diagnostic testing indicated invalid impedance readings with the patient's right lead. X-rays revealed the lead had pulled out of the ipg header. The patient currently is receiving stimulation coverage via the left lead. Surgical intervention may take place at a later date. It is unknown which lead is implanted on the patient's right side; therefore, both leads are being reported.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.